Manufacturer narrative:
During the functional testing of the returned loaner thermogard xp ivtm system (sn (B)(6)), it failed to recognize the missing start-up kit air trap and continued to operate as if the air trap was still in place, even though it wasn't. The root cause of the observed failure was a defective rj45 cable that connects the air trap block to the I/o board. The rj45 cable was replaced to address the observed problem. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
During testing at zoll, the loaner thermogard xp ivtm system (sn (B)(6)) did not detect the removal of the start-up kit air trap. The system continued to operate as if the air trap was still in place, even though it wasn't. No patient involvement.